Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-trabecular metal modular cups-cups-unk, lot # unk, item # 00771100900, femoral stem, lot # unk, item # unk, hip-cocr heads-heads-unk, lot # unk. Legal notification multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-02166, 0001822565-2018-02167, 0001822565-2018-02168.

Event description:
It was reported that a patient underwent a revision surgery approximately 2 years post implantation due to patient allegations of pain, fluid, squeaking and clunking sensation, loosening, and metallosis. It was discovered that the cup's locking ring and poly liner had fractured. Attempts have been made, and no further information has been provided.

Event description:
No additional information on the reported event.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated: item # 00620205222, cup, lot # 62853493 item # 00771100900, femoral stem, lot # 62444851 item # 00801803601, femoral head, lot # 62862723 multiple reports are being submitted for this event. Please see associated reports: 0001822565-2018-02166, 0001822565-2018-02167, 0001822565-2018-02168, 0002648920-2018-00406

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated: reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.